Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: mentor smooth round moderate profile 250cc, cat. #3501635, both lot number and serial number unknown. Manufacturer¿s reference number: (B)(6).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation procedure with mentor smooth round moderate profile 250cc saline breast prostheses when the left prosthesis deflated after implantation. In addition, the patient developed capsular contracture (baker grade iii) in her right breast. As a result, the patient will undergo bilateral explantation and replacement with mentor breast prostheses on (B)(6) 2018. This medwatch report is for the right breast prosthesis.

Manufacturer narrative:
On 07/06/2018, the mentor failure analysis lab received the device for evaluation. On 07/06/2018, mentor received additional information about the event. Patient¿s explanted devices were replaced with mentor memorygel breast implant 325cc gel breast prostheses. On 07/25/2018, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the device was contained no fluid. Creases were observed on the anterior and posterior aspect. No other anomalies were discovered. Capsular contracture is the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. According to the information provided, the product evaluation (pe) team concluded the reported complaint of capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 06/06/2018, mentor received additional information about the event. For the left device, the lot number is 5795725 and the serial number is (B)(4). For the right device, the lot number is 5795725 and the serial number is (B)(4). On 06/25/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).